Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported suture detachment was confirmed as link detachment/ suture retrieval issue. The investigation determined the reported difficulty appears to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.the other perclose proglide device is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement in the left common femoral artery (lcfa) was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, when the plunger was removed, suture breaks were noted with both proglide devices. The sutures of two new proglide devices were successfully pre-placed. Two proglide devices were used for successful suture placement in the right common femoral artery (rcfa) using the pre-close technique. The sheath was upsized to a 22f and the (aaa) procedure was completed. Hemostasis was achieved in the lcfa and rcfa with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.